Event description:
Boston scientific received information that this pulse generator and associated right ventricular lead displayed noise. The noise had been oversensed and lead to pacing inhibition and asystole. The patient reported being asymptomatic during the episodes. The noise was unable to be reproduced with arm movements or isometrics and all lead measurements were normal and stable. As of today, available information indicates the system remains in service. There were no adverse patient effects reported.

Event description:
Subsequent information from the local boston scientific field representative indicates that the device will likely not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient underwent a revision procedure where the lead was surgically abandoned and the device was explanted. The local boston scientific field representative indicated that the noise was not able to be reproduced during the revision procedure. There were no adverse patient effects reported. A request for the return of the device has been made.